Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore.

Event description:
According to the initial report and implant registration card received, onxane-21, size 21 aortic heart valve with anatomic sewing ring with extended holder, was explanted on (B)(6) 2018 due to undisclosed reasons.

Event description:
According to the initial report and implant registration card received, onxane-21, size 21 aortic heart valve with anatomic sewing ring with extended holder, was explanted on (B)(6)2018 due to undisclosed reasons.

Manufacturer narrative:
Multiple requests to the surgeon for additional clarifying information were made without success to acquire the following information: indication for explant, patient¿s current status, available operative notes, patient impact, and pertinent patient co-morbidities. No response was received. The manufacturing records for the onxace-21, sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. 53.90 year old female implanted with onxane-21 (sn (B)(4) in the aortic position and subsequently explanted (as written on the returned irc) on (B)(6)2018. No indication for explant was provided and multiple attempts to obtain additional information were unsuccessful. The explanted valve was not returned to the manufacturer and no other information was made available. The instructions for use (IFU) note the risk of explantation as a consequence of a complication, but we have no information on what complication may have prompted the procedure. Consequently, there is not enough information to know what, if any, relationship the explantation has to the valve. The IFU lists the following as potential adverse events: angina, cardiac arrhythmia, endocarditis, heart failure, hemolysis, hemolytic anemia, hemorrhage, myocardial infarction, prosthesis leaflet entrapment (impingement), prosthesis nonstructural dysfunction, prosthesis pannus, prosthesis perivalvular leak, prosthesis regurgitation, prosthesis structural dysfunction, prosthesis thrombosis, stroke, and thromboembolism. It is possible that these complications could lead to reoperation and explantation. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.